Event description:
An implant card was received reporting that the patient had a generator replacement due to battery depletion. The implant card also noted that the lead impedance was unable to be checked due to a lead fracture. The implant card also noted that the patient would be brought back for a lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Information was received that the cause of the high impedance was due to the surgeon fracturing the lead during the initial surgery. It was also noted that the recently implanted generator was also replaced. As the lead model that was initially implanted was no longer available, a newer model had to be used for the replacement; for lead compatibility reasons an updated generator had to be implanted.